Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The issue was verified in a system log review, the analysis determined this was related to a software anomaly. Any actions needed to resolve this issue will be considered for development and implemented in future software updates. The system has returned to service with no similar issues reported.

Event description:
It was reported that the epiq cvx ultrasound system was not available during a critical procedure. A patient with sepsis was having an emergency tee exam to evaluate for vegetation on a heart valve. The doctor obtained the images required for the diagnosis; however, the doctor wanted to obtain additional images for an upcoming surgery. The system froze when the user pressed ¿select all cine to review¿, gave an error code and a message to call service. The system was rebooted; but took 15 minutes to recover. After that, the patient began to shiver and no further images could be obtained. The procedure was concluded as no further sedation could be provided. There was no patient or user harm related to this event. There was no medical intervention required related to this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.